Manufacturer narrative:
Concomitant product - braun introcan safety 3 closed IV catheter (non baxter). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link non-dehp microbore catheter extension set. While flushing the extension set, the customer was able to flush normal for a ml or two but then the flow became very resistant and stops all together. To resolve this issue, another extension set was used and proceeded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.